Event description:
It was reported that the patient presented to the ER after receiving an alert. Device interrogation revealed low out of range hv lead impedance on the rv-svc vector. Patient was asymptomatic. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.